Manufacturer narrative:
Concomitant products: 4076-58 lead, implant date: unknown. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient experienced an event of syncope. It was also reported there was an increase in threshold and a decrease in impedance. Additionally reported, is the variance in electrical measurements occurred at the same time. The device and leads remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.